Event description:
It was reported that the insulin gauge was inaccurate, and a cartridge change error occurred leading the customer to visit the emergency room (ER) with a blood glucose level of 586 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy.